Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that a stent profile problem occurred. The target lesion was located in the bile duct. An 8x40x75/ 6f wallstent rp endoprosthesis was selected for stent implantation. However, after stenting, it was noted that the stent shortened by nearly 50% and did not completely cover the lesion. The procedure was completed with a different device. The patient was in stable condition following the procedure.